Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: pain, leg length discrepancy event description: it was reported that a female 57-year old patient participating in the clinical allofit it bearing study aloft_e10h (patient ID: (B)(6) was implanted with a tha on (B)(6) 2011 on the left side and is monitored due to pain, limb length discrepancy, difficulty in ambulating and limited or decreased activities of daily living. Review of received data: - the study protocol was received for review: patient data: initials: (B)(6) female, dob: (B)(6) 1962, bilateral joint, no other disabilities, total knee arthroplasty on both sides and obeumatism, non-smoker, inflammatory arthritis clinical evaluation visit date: (B)(6) 2011: health state score: 060. Patient is limited a lot in daily activities and is unable to perform entering public transportation, sitting comfortably in a chair, putting on socks and shoes. Patient has moderate limb. The patient takes pain killers (tilidin and voltaren) daily. Pain interferes extremely in normal work range of motion: flexion: 80, abduction: 20, adduction: 10, external rotation: 20, internal rotation: 10. Patient data: height: 147 cm, weight: 73 kg, left leg shorter 1 cm date of surgery: (B)(6) 2011: hospital stay: (B)(6) 2011 till (B)(6) 2011 surgical approach: direct lateral, no complications reported radiographic date: (B)(6) 2011: a/p view acetabular side: inclination of cup: 43°, anteverted: 12° femoral side: lateral stem position: neutral , neither abnormalities nor heterotrophic ossification found. Clinical evaluation visit 6-months follow-up date: (B)(6) 2012: health state score: 050. Patient is limited a little in daily activities but is able again to perform activities such as entering public transportation, sitting comfortably in a chair, putting on socks and shoes. Patient has moderate limb. General health improved from fair to good compared to pre-operative state. Pain interferes moderately in normal work (improved from extremely since pre-operative state). The patient takes pain killers (tilidin and voltaren) daily. Patient states to be satisfied with the result of the surgery and states that the status of the hip is better compared to the last visit. Range of motion: flexion: 90, abduction: 20, adduction: 20, external rotation: 20, internal rotation: 10. Range of motion slightly increased compared to last visit. Trendelenburg: positive radiographic 6-months follow-up date:(B)(6) 2012: a/p view acetabular side: inclination of cup: 43°, anteverted: 12°, no cup migration, no radiolucency femoral side: lateral stem position: neutral, no radiolucency found, neither abnormalities nor heterotrophic ossification found. Clinical evaluation visit date: :(B)(6)2013: health state score: 040. Patient is limited in daily activities such as entering public transportation, sitting comfortably in a chair, putting on socks and shoes. Patient has moderate limb. General health decreased again from good to fair compared to last limit. Pain interferes quite a bit in normal work (worsened from moderately since last visit). The patient takes pain killers (tilidin) daily. Patient states to be satisfied with the result of the surgery and states that the status of the hip is better compared to the last visit. Range of motion: flexion: 100, abduction: 30, adduction: 20, external rotation: 20, internal rotation: 15. Range of motion increased compared to last visit. Patient data: height: 147 cm, weight: 61 kg, left leg shorter 2 cm trendelenburg: unable to test. Radiographic follow-up date: :(B)(6) 2013: a/p view acetabular side: inclination of cup: 40°, anteverted: 08°, no cup migration, no radiolucency found femoral side: lateral stem position: neutral, no radiolucency found, neither abnormalities nor heterotrophic ossification found. Clinical evaluation 2 year visit date::(B)(6)2013: health state score: 050. Patient is limited a little in daily activities such as entering public transportation, sitting comfortably in a chair, putting on socks and shoes. Patient has slight limb. General health increased again from fair to good since last visit. The patient takes pain killers (tilidin) daily. Patient states to be satisfied with the result of the surgery and states that the status of the hip is better compared to the last visit. Range of motion: flexion: 90, abduction: 40, adduction: 20, external rotation: 20, internal rotation: 20. Range of motion slightly decreased compared to last visit. Patient data: height: 147 cm, weight: 61 kg, left leg shorter 3 cm. Trendelenburg: positive radiographic 2 year follow-up date: :(B)(6)2013: a/p view acetabular side: inclination of cup: 43°, anteverted: 12°, no cup migration, no radiolucency found femoral side: lateral stem position: neutral, no radiolucency found, no subsidence, no stem shift, neither abnormalies nor heterotrophic ossification found. Clinical evaluation 3 year visit date: :(B)(6)2015: health state score: 050. Patient is limited a little in daily activities such as entering public transportation, sitting comfortably in a chair, putting on socks and shoes. Patient has moderate limb. General health is fair same as last visit. The patient takes pain killers (tilidin) daily. Patient states to be satisfied with the result of the surgery and states that the status of the hip is same compared to the last visit. Range of motion: flexion: 90, abduction: 40, adduction: 20, external rotation: 20, internal rotation: 20. Range of motion same compared to last visit. Patient data: height: 147 cm, weight: 65 kg, left leg shorter 3 cm, trendelenburg: negative radiographic 3 year follow-up date: :(B)(6)2015: a/p view acetabular side: inclination of cup: 43°, anteverted: 12°, no cup migration, no radiolucency found femoral side: lateral stem position: neutral, no radiolucency found, no subsidence, no stem shift, neither abnormalies nor heterotrophic ossification found. Clinical evaluation outside protocol visit date: :(B)(6)2015: patient has multiple fractures by domestic accident, not device related. Clinical evaluation 3 year visit date: :(B)(6)2016: health state score: 050. Patient is able but limited a little in daily activities such as entering public transportation, sitting comfortably in a chair, putting on socks and shoes. Patient has moderate limb. General health increased from fair to good since last visit. The patient takes pain killers (tilidin) daily. Patient states to be satisfied with the result of the surgery and states that the status of the hip is same compared to the last visit. Range of motion: flexion: 90, abduction: 40, adduction: 20, external rotation: 20, internal rotation: 20. Range of motion same compared to last visit. Patient data: height: 147 cm, weight: 66 kg, left leg shorter 3 cm, trendelenburg: negative radiographic 3 year follow-up date: :(B)(6)2016: a/p view acetabular side: inclination of cup: 43°, anteverted: 12°, no cup migration, no radiolucency found femoral side: lateral stem position: neutral, no radiolucency found, no subsidence, no stem shift, neither abnormalies nor heterotrophic ossification found. Clinical evaluation 3 year visit date: :(B)(6)2018: health state score: 040. Patient is able to perform daily activities such as entering public transportation, sitting comfortably in a chair, putting on socks and shoes. Patient has severe limb. General health is good which is same since last visit. The patient takes pain killers (tilidin) daily. Patient states to be satisfied with the result of the surgery but states that the status of the hip is worse compared to the last visit. Range of motion: flexion: 90, abduction: 40, adduction: 20, external rotation: 20, internal rotation: 20. Range of motion same compared to last visit. Patient data: height: 147 cm, weight: 75 kg, left leg shorter 3 cm, trendelenburg: negative radiographic 3 year follow-up date: :(B)(6)2018: a/p view acetabular side: inclination of cup: 45°, anteverted: 12°, no cup migration, no radiolucency found femoral side: lateral stem position: neutral, no radiolucency found, no subsidence, no stem shift, neither abnormalies nor heterotrophic ossification found. Device analysis: no product was returned to zimmer biomet for in-depth analysis, as the implants remain implanted. Review of product documentation: - all involved devices are intended for treatment. - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion: it was reported that a female 57-year old patient, 147 cm in height, participating in the clinical allofit it bearing study aloft_e10h (patient ID: 401) was implanted with a tha on :(B)(6) 2011 on the left side and is monitored due to pain, limb length discrepancy, difficulty in ambulating and limited or decrease in activities of daily living. Based on the clinical report the leg length discrepancy, consiting of a shorter left leg, increased from 1 cm pre-implantation to 3 cm within 1 year and 2 months post-implantation. The leg length discrepancy stayed 3 cm until the last reported visit at 7 years post-implantation. The range of motion slightly improved over the 7 year follow-up compared to the range of motion pre-implantation. Over the complete course of the follow-up the patient took pain killers on a daily basis. The patient was most of the times limited in daily activities. As documented in the study report the patient experienced an up and down in its health condition. The radiographic follow-up of the cup showed first a decrease in cup inclincation and anteverted angle, followed by an increase again. Over the completed follow-up the inclination angle increased from 43° to 45°, the anteverted angle did not change and therefore remained 12°. Neither cup migration nor radiolucency was found. Neither abnormalies, heterotrophic ossification, radiolucency nor stem subsidence on the femoral side over the complete follow-up period was found. Over the 7 year follow-up period the patient's weight first decreased from 73 kg (bmi: 33.8) to 61 kg (bmi: 28.2) post-implantation and then steadily increased again to 75 kg (bmi: 34.7). Based on the clinical report the reported event, consisting of pain, limb length discrepancy and difficulty in ambulating, can be confirmed. As neither the surgical notes nor x-rays were received for investigation, review of the implant placement and positioning as well as the change with time in-vivo could not be evaluated. Therefore, a unique root cause for the reported event could not be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is(B)(4).

Event description:
Please refer to report 0009613350-2018-01173.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on left side and is being monitored due to pain limb length discrepancy.